Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable passed safety, and eit but failed inspection for cosmetic damage. The reported condition could not be replicated. Will continue to trend for future occurrences.

Event description:
Patient received alerts indicating possible therapy cable failure. Wcd role in the event is pending evaluation of to-be-returned device.